Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed the safety assessment (powerbroken) and the rotations per minute (rpms) was below the operational specification. During repair, it was observed that the vanes were worn out causing the device to run below the operational specification and the locking components were damaged causing the device to run in the safety position. It was determined that the low rpm¿s were due to worn out vanes from normal wear over time. It was further determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. The assignable root causes were determined to be due to normal wear over time and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device operated in safety, and the revolutions per minute (rpm) was below specification. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.